Manufacturer narrative:
Date sent to FDA: 09/16/2020. H6 patient code: 3189- surgical intervention. Additional information: a2 , d1, d2, d4, d7. Additional b5 narrative: it was reported that the patient underwent removal of mesh on 3/14/2016 due to hernia recurrence, infection and seroma.

Manufacturer narrative:
Date sent to FDA: 9/17/2020. Additional information: a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.